Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had blank display. The customer¿s blood glucose level at the time of incident was 89 mg/dl. The customer reported that the insulin pump¿s screen was bad as it was not lighting up and was not doing anything and the screen had black triangle and partial display. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to confirm blank display and unable to perform any tests due to lcd physical damage. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.